Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in section(s): g4, g7 corrected information can be found in section(s): h10 the monopolar yaw pulley was incorrectly referenced in the failure analysis investigations of the initial MDR report. Failure analysis clarified the instrument was found to have the ears of the distal clevis broken. One of the broken pieces was not returned and measured roughly 0.236¿ x 0.275¿ in size. This failure is most commonly caused by overloading at the instrument tip. The conductor wire cap was returned with the instrument.

Manufacturer narrative:
Isi received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint that a "plastic piece at working end that encases the wrist and cables broke". The instrument was found to have a broken monopolar yaw pulley. One of the broken pieces was missing as a result of breakage. The size of missing piece is approximately 0.236¿ x 0.275¿. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument. The conductor wire cap was returned with the instrument. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, a fragment from the permanent cautery hook instrument broke inside the patient. It is unknown if all of the fragments were retrieved. It is unknown if any missing fragments were retained inside the patient.

Event description:
It was initially reported that during a da vinci-assisted surgical procedure, the plastic piece at the working end of the permanent cautery hook instrument allegedly broke inside the patient. Two fragments were found inside the patient and retrieved during the same procedure. However, another portion was reportedly not recovered. At the time of the call with technical support, the procedure was still in progress, and the surgical staff was still looking for the fragment. The procedure continued as planned with no reported injury. On 04/07/2019, intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the da vinci-assisted surgical procedure performed was a cholecystectomy. The procedure was completed robotically. The customer did not use a backup instrument. It is unknown if the instrument was inspected prior to use. It is unknown how long the instrument was in use before the fragments came off. According to the robotics coordinator, the breakage was not actually witnessed, only the discovery of the fragments in the abdomen. It is unknown what surgical task the surgeon was performing when the instrument broke. It was not noted if the instrument made contact with any other instruments or other hard material during the surgical procedure. The instrument was removed during the procedure, and the instrument¿s wrist was straightened upon removal. The instrument fragments were retrieved with a fenestrated laparoscopic grasper instrument, but it is unknown if all fragments were retrieved. No additional surgical procedures were required to remove the broken fragments. The patient was not scheduled to return for an additional surgical procedure to remove the broken fragments. It was not reported what the surgeon believe caused the instrument to break. No additional post-operative tests (x-ray, ultra sound) were performed to either retrieve or check for remaining fragments as they are not radiopaque. No intra-operative complications were noted. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. No post-operative complications have been noted. The patient was stable and discharged.